Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found an external abrasion at 39.7cm from the helix end. The cables were exposed but not abraded. The abrasion is consistent with friction to the ICD can.

Event description:
It was reported that review of printouts indicated a lead anomaly. The lead was explanted and replaced.